Event description:
During a follow up prior to discharging the patient following the initial implant procedure, it was noted there was a loss of capture on the left ventricular (lv) lead. Diagnostic imaging was performed and revealed a lead dislodgement. The lv lead was explanted and replaced to resolve the event. The patient was stable.